Event description:
After stenting procedure was completed, lvn and emt were inserting angioseal closure device into right femoral artery. All parts of the closure device were inserted per protocol and deployed correctly. Afterwards entire angioseal device would not come out of femoral artery. Cath lab physician called vascular surgeon, to come assess the patient. Patient was then transported to operating room. Device was removed surgically.